Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient underwent revision surgery of their strata nsc lp valve due to migration of the valve. According to the report, the valve was moved to the abdominal cavity.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional information received: it was reported that the patient's body mass index was over 40. It was also reported that several weeks after shunt implantation surgery, the patient developed redness and swelling at the abdominal incision site. According to the report, abdominal xrays showed that the catheter had worked its way out of the peritoneal space and into the subcutaneous tissue. It was reported that the patient underwent revision surgery and the catheter was reinserted into the peritoneal cavity. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.